Event description:
Information received from the field notes that the patient presented with cardiac tamponade on the evening of implant. The patient was tapped and approximately 500cc of fluid was drained from the pericardium.~~~~~~